Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain one. The hp stated that he disconnected during dwell one but did not reconnect before the hc went into drain one. The hp then connected to the hc to try to get therapy started again. The technical service representative (tsr) assisted the hp in clearing the alarm. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 during the drain stage, where the home patient had disconnected while in dwell 1 but didn't make it back in time before the homechoice (hc) went to drain 1 and alarmed se 2240. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.